Event description:
The batteries are not able to charge due to power supply failure which causes the cart not to function. Patient care is adversely affected because medication can not be distributed to patients in a timely manner due to maintenance constantly being performed on medication carts.====================== manufacturer response for medication cart, lock alert ii======================the manufacturer sent a replacement power supply and wiring harness.